Event description:
The customer reported that during a procedure, the screen goes black, thereby losing the live image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage tank and the snubber board were replaced. The system was tested and found to be working as intended and put back into service.